Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was unable to identify any issue with the suspect device. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 204 hours of extended bench testing at the customer's settings with no abnormalities. The device failed troubleshooting final test at tidal volume & flow performance. Tidal volume & flow performance test failed for non-conformance with measured vti test 4. Measured vti was 223.67, expected is 225.00 for test 4. This slight non-conformance would not result in a failure to ventilate properly.

Event description:
It was reported to vyaire that a patient expired while connected to a lap top ventilator 1150. The parents stated that the ventilator did not alarm.